Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, rupture and breast lump. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with unspecified gel mentor breast implants and experienced bilateral rupture and a breast lump on the left side post-operational. The patient also experienced several unexplained systemic symptoms, including tight chested, coughing jelly stuff, upper body pain, welts on face and chest, shortness of breast and inability to do anything. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.